Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer's blood glucose was 570 mg/dl. Reportedly, the customer was to address elevated bg by a manual insulin injection. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.